Event description:
Same case as 6000093-2007-00007 and 6000093-2007-00009. It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection/perforation and patient death occurred. The stented lesion was located in the left anterior descending (lad) artery. The vessel was 3.5mm in diameter, mildly calcified, 90% stenosed and located at a bifurcation. The vascular access site was the right femoral artery (rfa) and was cannulated with a 6 french sheath and a 0.035 magic torque guidewire was advanced and positioned into the ascending aorta. The wire was removed and a 6 french cls 3.5 sh guide catheter was advanced and positioned into the lad. Next, an iq marker 0.014 guide wire was advanced to the lesion site and taxus express2 3.50x32mm drug eluting stent (des) was advanced and positioned at the lesion site. The stent was deployed at 11 atms for 10 sec and then post-dilated with the delivery balloon at 10 atms for 10 sec. Then, the stent delivery balloon was used to pre-dilate the lad just distal to the stent just placed. The balloon was inflated to 16 atms for 30 sec. A taxus express2 3.0x20mm des was then advanced and deployed at 9 atms for 15 sec and then post dilated at 5 atms for 60 sec. There was an additional lesion located in the obtuse marginal (om) that was 100% occluded. A maverick 2.50x20mm balloon was advanced and positioned into the om and used to dilate the vessel at 6 atms and 10 sec. The balloon was pulled back, angiography was performed and then the balloon was re-advanced and inflated to 6 atms for 15 sec. The balloon was pulled back into the guide catheter and the guide wire was removed. During the angioplasty procedure in the om, a spasm occurred, but responded to intra-coronary nitroglycerin. At the end of the procedure, a large type f dissection was found at the site of the taxus express2 3.0x20mm des. The dissection progressed into a vessel perforation at the stent site. The ejection fraction was 20% and the patient expired on the cath lab table. The patient was using the following medications: aspirin, plavix, nitroglycerin, lisinopril, vytorin and coreg. Immediately before the procedure, the patient received heparin and benadryl. During the procedure the patient received nitroglycerin and heparin. No further information was available as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.